Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of dyspnea, fluid overload (fo) and hernia which warranted hospitalization. The pdrn reported the cause of the dyspnea and fo was related to the patient experiencing pd catheter (not a fresenius product) issues and failing to perform pd therapy for several days. Pd therapy is a home-based modality, and outcomes are based heavily on patient participation. As such, the liberty select cycler can be disassociated from these event(s). However, while there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the unspecified hernias; the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the hernias. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures and the surgical introduction of the pd catheter also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving a patient line is blocked (soft alarm) during drain 0 of their pd treatment. The patient reported that they had previously been to the hospital for an over fill. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient¿s treatment data does not support an overfill event as reported by the patient. However, the patient was reportedly inadequately draining (specifics not provided) for several days and was subsequently hospitalized for shortness of breath and fluid overload. While hospitalized, the patient was diagnosed with multiple unspecified hernias, and an unspecified abdominal mass. The patient was given an outpatient gastroenterology appointment for further follow-up. Subsequent attempts to obtain the discharge summary have thus far been unsuccessful. The patient was seen at the outpatient dialysis center on (B)(6) 2019, and the patient¿s pd catheter functioned appropriately on the clinic¿s liberty select cycler, however the patient¿s pd catheter position is going to be evaluated to rule out mal-positioning. Treatment data was provided for (B)(6) 2019. The data was assessed for potential overfill event(s and there is no evidence that the liberty select cycler contributed to an overfill event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.